Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 96 mg/dl. Customer stated that the buttons on the pump were unresponsive. Customer stated that he was in the woods cutting wood. Customer has a back-up plan of manual injections. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch, cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.